Manufacturer narrative:
This report is being submitted to relay additional information. Per new information received from the customer the implant reported previously is the incorrect implant, as well as the tooth site, and the reason for removing the implant is fracture.

Event description:
Doctor reports that the inherited patient presented with a fractured tsv6b11 implant. The implant was placed in 2005 by a now retired dentist. The implant was removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned product identified bone residue around the external threads of the implant which were fractured around the collars functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A year-long complaint history review was performed by item and other complaints were identified. No complaints about nonconforming products were identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown.

Event description:
The tsvtb11 implant was removed for unknown reason. Tooth site #10.